Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise was seen on this rv lead. There is pacing inhibition from oversensing on this rv lead noise. There is no inhibition > 2 seconds and there is no asystole. Patient complained of lightheadedness. Should additional information be received, this file will be updated. Lead remains implanted.